Event description:
The doctor claims that after the graft was implanted for and abdominal aortic aneurysm procedure, it "oozed" an unknown and unattainable quantity of blood from its walls. The "oozing" was stopped with the application of fibrin glue. The graft was left in. The patient is doing well.